Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy : unable to observe since it is a medical event and is not related to the device. Silicone migration : unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "axillary reactive lymphadenopathy on the right, possibly due to a silicone uptake". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "axillary reactive lymphadenopathy on the right, possibly due to a silicone uptake". Device remains implanted.

Event description:
Healthcare professional reported "axillary reactive lymphadenopathy on the right, possibly due to a silicone uptake". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "axillary reactive lymphadenopathy on the right, possibly due to a silicone uptake."